Event description:
It was reported that the insulin pump had a damaged drive support cap and that it was dropped or bumped. The blood glucose reading was not given. Nothing further was reported.

Manufacturer narrative:
Insulin pump received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked display, broken off end cap and cracked case near display window corners noted during visual inspection. Insulin pump was unable to inspect drive support disk due to broken off end cap.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.